Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. The unit had a scratched lcd window, as well as cracks on the display window corners, battery tube threads and reservoir tube lip. The device also had a broken belt clip slot and scratched reservoir tube window.

Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.